Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture. Fluoroscopy showed that the lead had dislodged. The lead was explanted and replaced. The patient was asymptomatic and stable.

Manufacturer narrative:
The reported events were failure to capture and lead dislodgement. A complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination, electrical testing and s-curve assessment found no anomalies.